Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that an external blood leak was observed on two (2) units of prismaflex st150 set during patient use. The leak occurred at the connection between the thermax accessory heater bag and the circuit. Treatment was paused and troubleshooting attempt was unsuccessful. The nurse stopped the treatment, removed the filter set, primed a new set and restarted treatment, and the same event is occurred with the new set. Blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.